Manufacturer narrative:
A handpiece has been sent in on (B)(4) 2014 for repair without any info about an incident. On (B)(4) 2014 we received the add'l info that a pt has been burned with this handpiece. The analysis of the handpiece did show that the head had several dents. This indicates that it received strong hits, e.g. Due to dropping;. This causes tensioning of the bearings and hence increase of temperature and stronger wear. The bearings have been chattering, and the chuck has been slipping. Both is the result of the wear process. In addition a high debris level was found in the handpiece, this indicates that the reprocessing is not performed as requested by user instruction. The user instruction requests that prior to each treatment a functional and visual inspection has to be performed to ensure that the product is running within specification. Reported due to the 2 year presumption rule.

Event description:
During a standard dental treatment the handpiece heated up and caused a burn on the corner of the lip to approximately the size of the handpiece head. Pt did not want any ointment. She was seen one week later and burn was healing well. On (B)(6) 2014, 22:59:13 (B)(6). I was informed by rep that office burned 3 patients. I called the office today and spoke with (B)(6). She said pt was burned on corner of lip on (B)(6) 2014 while working on tooth #3. Burn was approximately handpiece head size. Pt is female age (B)(6). Pt was offered an ointment prescription, but she did not want one. Pt was seen again a week later and still did not want any ointment. Said it was healing well on its own. (B)(6) said the handpiece was put back into rotation. They had on that day an issue with quattrocare not oiling handpieces well. They thought that was the issue. Office did not keep track of the serial # of this handpiece. (B)(6) did mention 2 more burns that happened in office. I have those documented on notification # 2102628177 serial # (B)(4). She is not certain if one of those handpieces burned this particular pt or if it is another handpiece in office. There is a handpiece at kavo currently holding for a part to repair on notification # (B)(4). That handpiece is dented. I mentioned that to (B)(6) and that it would cause handpiece to heat up quickly. She said it is possible that is the handpiece that burned this pt, but she said she just cannot be certain. Kavo rep is going to office this week. He is going to make sure they are aware they should send handpieces for routine maintenance checks every 18 months. He said this is a very busy office. Since there is no way to confirm the exact handpiece serial # I am closing this documentation; on (B)(6) 2014, 23:13:51, I forgot to mention the serial # of handpiece that is at kavo holding for part on notification # 2102622194 is serial # (B)(4). On (B)(6) 2014, 08:05:46, (B)(6) as it is very likely that the incident mentioned above happened with the sn#(B)(4) this complaint gets assigned to this serial #.